Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. X-ray review: lateral views are presented which show the artificial cervical disc inserted (B)(6) 2013, at c5/6. The c6 implant/endplate interface appears perfectly sized, while the c5 component is slightly proud anteriorly. Subsequent lateral view shows the disc after bony resorption. It appears that the device remains intact, however, there has been interval bony resorption under the anterior lip of the c6 endplate arm of the disc (which appeared ideal in the initial postoperative film) as well as a great deal of resorption of the lower half of c5. There is a lucent line along the interface between the c5 body and the implant. There is about a 2-3 mm subluxation of c5 posteriorly on c6 as well. This makes the implant appear far too large particularly in relation to c5, however, this is due mostly to the loss of bone stock about the inferior c5 body and the subluxation of c5 on c6.

Event description:
Surgery date: (B)(6) 2014. Type of procedure: bryan cervical disc revision. It was reported that the original bryan disc surgery occurred on (B)(6) 2013. Preoperatively the patient measured out to 19.8mm anterior posterior. During the case after resecting some of the anterior osteophytes we trialed a 17mm. Dr. (B)(6) wanted to be a bit conservative, but we were at the 1mm range. The ipc was set to 35k. While dr. (B)(6) was milling both of the 17mm cutters stripped. Dr. (B)(6) had the cutter running freely before he started compressing. As he was slowly compressing both times the mill bound up and subsequently stripped the gears. Having no other 17mm cutter we then trialed an 18mm. The 18mm trial fit well. For the 18mm cutter the ipc was set to 60 ,000rpm. The milling went great and the implant fit well. Subsequently the bryan disc started to migrate anteriorly. On (B)(6) 2013 the 18mm bryan disc removed after it migrated anterior and no longer looked integrated with superior endplate. Risk of further migration cause bryan disc to be explanted and replaced with anterior cervical discectomy and fusion procedure.